Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information that during a right arm angiogram with thrombolysis of the radial and hand arteries, the micromewi catheter was broken and separated. It was reported that when attempting to advance a catheter over the wire through the sheath it would not pass the right subclavian artery. The physician removed from the patient and found the micromewi was sheared off in 2 pieces within the sheath. The pieces of the catheter came out with the sheath, after the sheath exchange. No patient complications were reported. The procedure was completed by treating the patient with tpa to right radial and palm arch.

Manufacturer narrative:
Additional information the device was returned for evaluation and the clinical observation was confirmed. As received the catheter body found separated into two segments. The catheter was found stretched. The tubing material of the separated ends exhibited with jagged edges and stretching. The proximal segment was flushed and water and blood exited from the distal separated end. No other anomalies were observed. We are unable to definitively determine the cause of the separation; however based on our analysis findings the separated ends of the catheter exhibited with stretching which indicates that the catheter separated when exceeding the tensile strength of the tubing material. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.